Event description:
It was reported on 03/10/2022 by a facility representative via sems that an ar-6480 flow is going into the negative. This was discovered during a case with no patient harm.

Manufacturer narrative:
The complaint is not confirmed. Refer to the attached vendor evaluation for further details.